Event description:
The doctor used a catheter in the cardiac catheterization. When he injected contrast, the contrast leaked out of the proximal section (abnormal way) and the doctor decided retrieve the catheter. It was observed that the catheter broke in the distal section. A catheter distal section is in the patient body. The physician could not retrieve the distal section of the catheter.

Manufacturer narrative:
The product is available but had not been received as of the initial report. Additional information will be submitted within 30 days of receipt.